Event description:
It was reported that about four months post implant procedure this right ventricular (rv) lead was explanted due to increase in ventricular thresholds and decrease in ventricular sensing. This rv lead was successfully replaced with a new lead. No additional patient effects were reported. The device is not expected to return.